Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient experienced voiding dysfunction, urinary frequency, nocturia two to three times, constipation, the need to push, strain and splint to have a bowel movement, a recurrent rectocele, urinary leakage, difficulty with intercourse due to the prolapse, microhematuria, uterovaginal prolapse, stress incontinence requiring a supracervical hysterectomy with a sacral colpopexy and an explant of the urethral mesh sling ((B)(6) 2012).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.